Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision, asr resurfacing, reason for revision: pain/metallosis, updated 13 oct 2011: products, reason for revision, type of revision, form (B)(4) added. Update ad 27 mar 2018: additional information received from (B)(6). Doi; (B)(6) 2008; dor: (B)(6) 2010; left hip.

Manufacturer narrative:
(B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. No code available (3191) used to capture the patient code medical device removal and surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture medical device removal and surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.